Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample with packaging was provided for evaluation. The sample was visually evaluated with no non-conformance noted. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. The reported defect was unable to be confirmed. Although the air in line could not be replicated, some possible causes related to air in line alarms could be incomplete priming of the IV line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, incomplete filling of the drip chamber during priming. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: account has been having more issues related to air in line alarms. They do not feel it is the pump. The pump is reading air bubbles because they are present. They feel that somehow between the drip chamber and the pump tubing are acquiring air. It does not seem to matter any difference whether you are priming the pump using the pump or manually, the air bubbles occur. No injury reported.